Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular lead had inadequate sensing and pacing thresholds. Another lead was used, and the patient did not experience any consequences.

Manufacturer narrative:
A complete lead was returned for analysis. The damage found was sustained during the surgical procedure. The reported field event of inadequate pacing and sensing threshold was confirmed and was caused by procedural damage.